Manufacturer narrative:
D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The following information was provided by the initial reporter: it was reported that when putting the needle on the diphtheria, tetanus and polio vaccination, some of the vaccine came out of the top of the needle before administration. It was difficult to screw the needle onto the vaccine and force had to be applied to get the needle onto the vaccine .the needle used was the eclipse needle. Needle discarded and new one used. Vaccine wasted .

Manufacturer narrative:
Investigation summary: root cause couldn't be determined due to unavailability of sample information. A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record review cannot be performed as no material and batch/lot number was provided. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the appropriate risk management documentation.

Event description:
No additional information.